Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging a cartridge leak issue. The reporter did not allege any harm or injury because of the alleged issue. The reporter claimed that she had cartridges that would leak sometimes and insulin could be smelled. The reporter explained that the issue would be resolved after changing the cartridge. The reporter indicated that the last time the issue had occurred was 4 months earlier. The reporter did not have any products to return to animas for evaluation. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that she observed cartridges that allegedly leaked. However, there is no evidence that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.